Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ureteral stent broke, and the coil separated from the straight site after opening the package. It was confirmed that the customer had been replaced with a ureteral stent.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned in the opened original packaging. An evaluation was completed by b. Bedwell at futurematrix on 17jan2022. Visual inspection of the sample noted the device was broken into two separate pieces. The separation appears similar in appearance to what is seen when the stent is cut with a pair of scissors as no stretching or discoloration was noted on the material. The suture port hole showed a break from the port hole to the end of the stent. The break looked similar to when a suture is forcefully pulled away from the stent causing the stent to rip. No additional damage was noted. The tip inner diameter was measured with a pin gage and found to be 0.043", the tube inner diameter was measured with a pin gage at both ends where the separation occurred and found to be 0.050", the outer diameter of the stent was measured with a laser micrometer and found to be 0.079"; all dimensions were within specifications. A 0.038" guidewire passed through each piece of the sample without resistance. A potential root cause for this event could be, "inappropriate package design" as no patient involvement was reported the device was not used, however, it is intended for treatment purposes. As damage was noted on the stent there appears to be a relationship between the device and reported event. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if the package or product is damaged." "Improper handling technique can seriously weaken the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The actual/suspected device was inspected

Event description:
It was reported that the ureteral stent broke, and the coil separated from the straight site after opening the package. It was confirmed that the customer had been replaced with a ureteral stent.